Event description:
It was reported that during a gastric sleeve revision, on the first firing using a black cartridge the staples were ¿crunchy.¿ the staples were on the tissue, but malformed and did not go through the tissue all the way. This was on the patient side. This made the sleeve smaller than the surgeon wanted. The cartridge was cracked and the rod was off track, this was in the middle part of the cartridge. Per the surgeon; the patient obstructed, too narrow at the top of the staple line related to the sleeve being smaller in size. The patient is on liquids at this time and the surgeon is worried when the patient gets advanced to solids. The patient is female. Bmi is unknown. It is unknown if the surgeon used buttressing. The surgeon fired black then green.

Manufacturer narrative:
(B)(4). There has been no intervention related to ¿patient obstructed, narrowing at the top of the staple line.¿ the patients bmi was 40, they did use buttressing that was seamgaurd during the firing. A black reload was used for the first firing and the second firing using a green reload is the firing that the malformed staples occurred. Additional information provide during a call with the surgeon on (B)(6) 2014: patient was doing well on clear liquids and began the conversion to pureed foods. Once the patient converted to a pureed diet she experienced reflux. An upper gi was performed by the surgeon and he noted that the narrowing of the stomach may be a contributing factor to the patient¿s reflux. Surgeon will continue to monitor the patient as she transitions to solid foods. The analysis found that one long60a device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/5. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.